Event description:
The customer reported that the c-arm column was not functioning properly.

Manufacturer narrative:
(B) (4). The ge service rep replaced the power supply, cd/dvd drive, and gops computer. The system operates as intended.